Event description:
The customer states that since 2007, the patient has generated 12 positive results with the architect i2000 total b-hcg assay. Positive results were not generated on two other methodologies. As a result, the patient underwent a dilation and curettage (d&c), and was treated with methotrexate. The customer conducted further studies that revealed the presence of heterophilic antibodies in this patient's serum. The customer states that the treatments given to this patient had no adverse impact on her health. There is no further impact to patient management reported.

Manufacturer narrative:
The issue was resolved by reviewing the package insert information regarding the presence of interfering substances with the customer. The architect total bhcg reagent package insert states in the limitations of the procedure section that interfering substances (such as heterophilic antibodies, non-specific proteins, or hcg-like substances) may falsely depress or falsely elevate results. These interfering substances may cause false results over the entire range of the assay, not just at low levels, and may indicate the presence of hcg when there is none. The customer has performed a test showing the presence of heterophilic antibodies in patient samples and requested no further investigations. In-house testing not related to this particular occurrence was performed on one architect total bhcg reagent set from lot 37340m200 and then tested additionally on seven different reagent sets from lot 37340m200 (eight reagent sets total). The conclusion was that the architect total bhcg assay is performing as intended, and is meeting its safety, effectiveness, and label claims. No deficiency related to the performance of the device was identified. This is a final report.